Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a low result that did not meet the clinical expectations for 1 patient sample tested for elecsys vitamin b12 ii (vitamin b12 ii) on a cobas e 801 module. The patient had no signs of megaloblastic anemia or any other abnormal blood count results. The patient had a vitamin b12 ii result of 89 pmol/l. The customer was expecting a value between 145 ¿ 569 pmol/l. The patient is healthy but is taking a vitamin b12 supplement for unknown reasons. The customer suspects an interference in the patient sample affecting the results. There was no allegation that an adverse event occurred. The e801 module serial number was not provided.

Manufacturer narrative:
The patient sample was submitted for investigation. The vitamin b12 ii result from the cobas e801 module used at the investigation site was 181.548 pmol/l. The customer's low result could not be reproduced. The sample was also sent to an external laboratory where the result from the siemens method was 179.3 pmol/l. This result is comparable to the vitamin b 12 ii result received during the investigation by the roche method. A general reagent issue can be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
It was clarified that the patient has been taking a vitamin b12 supplement for the past 2 years to treat depression.